Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, and experienced vomiting. Cause was unknown, and a specific bg value was not provided. A manual injection was administered to address bg level. Customer declined further troubleshooting.